Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior approach t1-2, t2-3, t3-4, t4-5, t5-6, t6-7, t7-8, t8-9, t9-10 fusion using r hbmp-2/acs. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2011: patient was admitted. On (B)(6) 2011: patient presented with pre operative diagnosis of degenerative disc disease, multiple levels, upper thoracic spine, with scoliosis, status post cervical fusion with instrumentation c3 to t2, status post t9 to sacral fusion with paraplegia and underwent multiple level thoracic fusion t1 to t10, with instrumentation and bmp-2. Findings: severe hypotension after induction of anesthesia. Per operative report: ¿¿. The spinous processes, lamina and transverse processes were exposed, exposing the prior instrumentation. This was at the t1-t2 and also t9-t10 bilaterally. The instrumentation, however, at t9-t10 were covered with bony overgrowth and required osteotome to resect. After exposure of the cephalad extent of the instrumentation to t10 on the right and t9 on the left as the rod was more cephalad, the dominos were applied on the left by just sliding this down over the osteotomized exposure and on the right down to the t9-10 level after removing the cap screws and bending the rod up and then back down after the application of the single level domino. This was a 6.5 millimeter system. The cap screws were removed and the rod was cut caudal to the cross connector with a burr, saline cooled, as were in the metal debris. After removal of the 3.2 millimeter rod the screws were removed and 4.5 millimeter by 30 and 35 millimeter at t1, t2 bilateral respectively, were inserted following the same path after capping. The screws had good purchase. This fusion mass was solidly intact of the cervical spine to t2. The screws were applied on the right at t4, 6 and 8, on the left at t3, 5 and 7. After insertion of the screws they were stimulated with the emg probe and all registered within the safe zone. The ap lateral fluoroscopic views were also used to confirm the position of the screws. The rods were inserted from t1 through the polyaxial pedicle screw heads to the t9 level through the domino on the left, and similarly on the right. After the rods were contoured finally with in situ and coronal benders, the screws were inserted provisionally and then finalized by the t and l contour wrench for torque shearing. No patient complications were reported.¿ on (B)(6) 2011: patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.